Event description:
It was reported that the inner pouch was unsealed. A 6f mach 1 guide catheter was selected for use. During unpacking, they noticed the inner pouch was unsealed and the device sterility was compromised. The procedure was completed with another of the same device. No patient complications reported.